Event description:
Procedure type: urogynecological. According to the reporter: it was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced pain, suffering, disability and impairment.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Per additional information received, reason for mesh implantation: uterine prolapse, posterior defect, slight anterior defect procedure (s) performed: total vaginal hysterectomy, bilateral salpingo-oophorectomy, posterior repair using as avaulta system, colpopexy, and perineorrhaphy complications post avaulta posterior implant: per pfs, the bodily injuries, including: has constant pain, urinary retention and chronic infections.